Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract when the safety button was pressed. The following information was provided by the initial reporter: "we have recently had a lot of concerns about this product below. Bd insyte autoguard 22 ga x 1.00 in. Our IV therapists are stating the needle does not retract when the safety button is pushed."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract when the safety button was pressed. The following information was provided by the initial reporter: "we have recently had a lot of concerns about this product below. Bd insyte autoguard 22 ga x 1.00 in. Our IV therapists are stating the needle does not retract when the safety button is pushed."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 23-jan-2023 investigation summary our quality engineer inspected the samples and photograph submitted for evaluation. Bd received one retracted needle assembly and one opened 22g x 1.00in. Insyte autoguard unit from lot number 2243842. Additionally, one photograph was provided for investigation. A gross visual inspection of the returned units did not identify any damage/defects to the components. Both units were tested for needle retraction and found to successfully retract without issue. The already retracted unit was further inspected microscopically to check for any evidence that could have previously prevented retraction. No adhesive or other damage/defects could be identified. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch. Although the reported issue was not confirmed, a trend has been identified for the reported failure. Corrective actions have been initiated to investigate this type of incident and identity the root cause.